Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was further described as the patient did not wear a mask. The patient was not hospitalized for the event. The patient began treatment with vancomycin (4 doses, dose and route were not reported) and ancef (intraperitoneal 21 doses, daily and dose was not reported). Due to ongoing peritonitis and the patient not finishing antibiotic treatment, the patient was prescribed vancomycin (6 doses of 1g and route was not reported). Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown. It was reported that the patient was retrained on proper aseptic technique. No additional information is available.